Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor device locking system was damaged. It was unknown if there were any delays to the planned surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device burr lock assembly was damaged; and that it would not hold the cutters. The burr lock mechanism assembly was disassembled and one of the two springs for the lock tabs had failed and was not pushing on the lock tabs to secure cutters. It was determined that one of the springs was observed to be out of place and deformed while the other spring was out of place and completely gone. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damaged caused by user error as the handpiece was ran without a cutter. If additional information should become available, a supplemental medwatch will be submitted accordingly.